Event description:
Patient reported "recall and several symptoms." This record is for the left side. The device remains implanted.

Manufacturer narrative:
The event of varied injury is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: varied injury. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a3a, b5, h4, h6. Reason for reoperation: anxiety/distress.

Event description:
Patient later reported muscle pain, body aches, chronic fatigue, joint pain (tmj), headache, hair loss, decreased/cognitive impairment, and tinnitus which are all not device related. Patient also reported anxiety and distress.